Manufacturer narrative:
Attempts have been made to obtain patient information which have resulted in no information provided by the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no volume is being delivered. The customer reported that the unit was in use on patient, but there was no patient harm reported.